Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer received a maintenance required code # 1 message. The fse could not duplicate the problem. The fse verified transducer calibrations and performed the solenoid driver board field action. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use the full name of the event site in block is (B)(6). An abbreviation was used due to the full name exceeding the maximum character limit of that field.

Event description:
The customer reported receiving a "maintenance required code # 1" alarm prior to the intra-aortic balloon pump being used on a patient. The customer swapped the iabp out for another. No patient was involved and no adverse event was reported.